Event description:
It was reported that two days after the primary surgery the patient's left knee was revised from the 140mm extension to a 100mm extension. The surgeon mentioned that he changed the extension length because he was experiencing a nerve palsy. The patient has aggressive cancer. The lot code is not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.